Event description:
Hcp reported infection per annual tracking report. The symptoms were fever and purulent drainage at the lumbar site. The pt was treated for 4 months at home with IV therapy. The device was explanted but not returned to the MFR for analysis.